Event description:
Stent became loose on balloon catheter and was deployed into left common iliac, which was not the target area. The stent was attempted to cross bifurcation on wire through 7f sheath. Distal tip would not cross over, due to calcific stenosis in ostium of right common femoral.